Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that the pump went dry of morphine at the end of (B)(6) and wanted to replace the pump. It was stated that the pump loaded and clear every 10 minutes. The patient was low on morphine and she was so sick. She sweated, froze, itch, was nauseous. Her bones were crawling and the pain was atrocious. It was confirmed that those were the withdrawal symptoms that have been previously reported. The patient had 15 mg regular morphine orally every 8 hours and 15 mg extended morphine every 12 hours which was just not cutting it for the pain. She was on 10 mg a day with her bolus and had stopped using her personal therapy manager (ptm). The pump was checked and was giving a funny reading. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient heard a third alarm and was wondering if the pump was dead since it had been dry for a week. It was noted that the alarm did not sound like critical or non-critical alarm. Instead, it sounded like a police siren. The patient was recommended to get the pump checked. The patient was going to her family doctor. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at 5.6 mg/day via an implanted pump; the concentration of the morphine was unknown by the reporter. Per the patient, she also got 6-7 boluses every 4 hours. The indication for pump use was postlaminectomy pain and non-malignant pain. On (B)(6) 2018 the patient reported that the pump started alarming on (B)(6) 2018. Per the patient, it was the low reservoir alarm and she needed to get her pump refilled. She wanted to know how much medication was left in the pump before it went empty. She was getting the pump refilled in 2 weeks. No patient symptoms were mentioned. Additional information was received from the patient on (B)(6) 2018 at which time she reported that the pump went dry yesterday ((B)(6) 2018) and her pump started alarming every 10 minutes. The pump had not been refilled. The patient was having difficulty finding a refill physician for her pump. The doctor that was going to be refilling her pump no longer took her insurance and could not refill her pump. On (B)(6) 2018 the patient woke up with vomiting, sweating, chills, pain, diarrhea and stated, ¿this is withdrawal¿. The patient requested physician listings. No further complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the consumer on (B)(6) 2019 that reported the pump was replaced after it ran dry. The pump replacement occurred in june. No further complications were reported or anticipated.